Event description:
A site representative, biomed, reported that, while in a spine procedure, the radiographic technologist (rt) operating the o-arm 1000 imaging system noted the surgeon was experiencing a 4mm inaccuracy laterally. This occurred after transferring the o-arm images to the navigation system. The biomed representative reported that the surgeon proceeded with the surgery. It was not known whether or not the navigation system was used to complete the procedure or if an o-arm re-spin was performed. No further details were provided at the time of this report. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient information was unavailable from the site. On (B)(4) 2014, following the procedure, biomed representative performed a calibration verification and the unit passed. No further issues have been reported. On (B)(4) 2014, a medtronic representative, following-up at the site, reported that the biomed representative stated that what was reported on (B)(6) 2014 was just an observation. Navigation was not discontinued, there was not any hardware displaced, there was no delay in surgery, the patient was not affected and the surgeon proceeded with the surgery. Following the surgery, the biomed representative performed the calibration verification and determined the issue was operator error and not a malfunction of any medtronic equipment. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.